Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image did not come out due to break in the plug unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected for customer allegation; cause not established for additional issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had image noise during inspection for use. There were no reports of patient harm.